Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The switched common gas outlet was replaced and the cabling was reseated. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call.

Event description:
The hospital reported that, at the start of a case, the unit alarmed, notifying the user that mechanical ventilation was not functional. The anesthesia machine was reportedly replaced. There was no reported patient injury.